Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button was not working. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer was able to access the pump features after it was plugged in. The customer was to continue to use the pump.